Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a pump error alarm during basal delivery. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a pump error alarm and they were unable to complete the rewind process. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to verify pump error 43 due to blank display. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to blank display.